Event description:
Pt was a difficult IV stick and a laboring pt. First rn attempted IV insertion x2 without success. Second rn during #3 IV attempt/insertion, after threading the catheter, she clicked the button for the safety needle retraction. The nurse put down the needle on the table. The rn attempted to connect the tubing to the IV hub and noted that it would not connect. The needle guide came apart leaving the piece in the jelco viavalve hub. Rn had to call second nurse to remove the piece from the hub end of jelco, with a kelly to avoid having to restick pt. The rn then noted that the actual IV kit did not protect the needle as it should have because the piece was broken. No needle stick to the rn or additional IV stick to this difficult IV insertion pt.